Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and was discarded. No adverse patient impact was reported.